Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection with meticillin-sensitive staphylococcus aureus (mssa) on (B)(6) 2022. There was redness at and around the driveline site and there was copious thick yellow / blood-tinged drainage from the driveline site. A computed topography (CT) scan showed no acute process and no evidence of deep infection. The white blood cell count was 13.1 and they were afebrile. They were treated with a 10-day coarse of doxycycline. They were admitted on (B)(6) 2022 for intravenous antibiotics due to pain and green drainage from the driveline site and culture for mssa after 10-day doxycycline coarse. CT scan on (B)(6) 2022 noted fat stranding along the driveline from the exit site extending superiorly 2.5 centimeters within the tract. Cardiothoracic surgery was consulted, and no intervention was performed. Infectious diseases were consulted, and they were transitioned from intravenous to oral antibiotics for full coarse.